Event description:
In 2001 porta cath inserted via l subcl vein. Three months later, porta cath line broke. One week later porta cath distal end removed from inferior/superior vena cava by interventional radiology.